Event description:
It was reported that this patient presented to the emergency room after receiving a shock. Episode review was requested by a boston scientific technical services consultant. The shock was confirmed to be inappropriate therapy due to noise which was observed intermittently at the beginning of the event in question. The patient was admitted to the hospital for system evaluation. X-ray was completed to assess system placement, and isometrics were performed. Noise was observed during a push at chest level and less baseline noise was noted in alternate vector. The clinician and family will be advised on reprogramming to alternate vector given past performance has been markedly better than secondary vector. The system remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.